Event description:
It was reported that episodes of noise resulting in oversensing, pacing inhibition, and r-wave amplitude variation were observed on the device. The patient experienced bradycardia. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.